Event description:
It was reported that the patient passed away on (B)(6) 2022 from respiratory failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported respiratory failure could not be conclusively determined. Hm3 lvas, serial number (B)(4), was not explanted for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists potential adverse events, including respiratory failure and death, that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.